Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: corrosion on the plug unit. The most probable cause was traced to a component failure. However, the most probable cause of the foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material at the air/water cylinder, air/water tube, and jet tube, as well as an e315 incompatible scope error. There was no patient involvement.